Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, before intraocular lens implantation surgery, the lens was damaged by the faulty injector prior to insertion.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A facility representative reported stating lens damaged by faulty injector. None received - no technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of lens damaged by faulty injector; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Not warranted - as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. The manufacturer internal reference number is: (B)(4).